Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that this phenomenon was attributed to the physical stress, or the chemical stress due to the deviated the instruction for use (reprocessing manual), or the poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc.), or the aging deterioration.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the coating of the insertion tube of the subject device was partially peeled off. The occurrence date of event is unknown. There was no report of patient injury associated with the event.